Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers parent reported via phone call that their son insulin pump had keypad anomaly the customer¿s blood glucose level was 6.3 mmol/l. The customer reported that the buttons were hard to push and keys on pump are very hard to press and she needs to press them several times. The insulin pump will not be returned for analysis.